Event description:
It was reported that the following issue was observed on the device: "error code 242.4030 during test infusion." Additional notes provided by the facility¿s clinical engineering support services include: "the code 242.4030 is a motor stall error, which means that there is an issue with the motor encoder board. I was able to get the error to occur, so I replaced the air-in-line assembly with a new one (the motor encoder board is part of the ail assembly).the unit also had some segments missing from the top row of the display, a corroded right iui connector, and an incorrect voltage on the upstream pressure sensor. I replaced the display board, right iui connector, and the upstream and downstream pressure sensors with new ones. I recalibrated the unit and ran it through all of its pm tests without any other issues occurring." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.